Manufacturer narrative:
(B)(4) there was no reported device malfunction and the product was not returned. Dissection is listed in the xience prime long length (ll) everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. Although a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The 3.0x33mm xience prime ll referenced is being filed under a separate medwatch MFR number.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the mildly tortuous, concentric, 80% stenosed, proximal and distal left anterior descending artery. Pre-dilatation was performed. The 3.0 x 38 mm xience prime stent was deployed proximally. The 3.0 x 33 mm xience prime stent was deployed in the mid lesion overlapping the proximally placed stent. During post-dilatation of the deployed stents a side edge dissection was observed in the area where the stents overlapped. Post-dilatation was performed again with an nc trek balloon for treatment. Timi iii flow was maintained. There was no clinically significant delay in the procedure reported. No additional information was provided. (B)(4)